Manufacturer narrative:
The tech found the head cylinder is leaking from the seal. The tech replaced the head cylinder to resolve the issue.

Event description:
The account alleged that the head of the bed will not raise above thirteen degrees. No pt impact.